Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient felt like the implant was surging/ the stimulation was losing strength. There was no event or trauma that prompted the issue and it was not associated with any specific position. All impedances were between 680 and 900 ohms except for all contacts associated with contact 1 showed >10k ohms. The clinician programmer notes show that contacts 2, 8, 11, 12, 13 showed as disconnected if the reference was contact 1. It was mentioned that the patient had multiple groups with multiple programs and the issue was not specific to any group. The indications for use were non-malignant pain and complex regional pain syndrome type I. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.